Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. As the lot involved in this incident is unknown, a device history review cannot be performed. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. The m12 assembly fixture should be used in a slow and consistent motion to ease the connection of the protector onto the vial. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage. The following information was provided by the initial reporter: during preparation of hycamtin using p14j, leakage occurred.